Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient had a xen®45 gts implanted in their right eye. The next day, patient experienced the events of mild corneal incision edema, moderate conjunctival hyperemia, and mild anterior chamber inflammation. These events all resolved 5 days later with no needed intervention. A year after implantation, patient then experienced the event of "displacement of the xen drainage tube". Event is reportedly recovered and needed combined medication for treatment.

Event description:
Additional information was received noting that the patient also presented with a visual acuity of no light perception at their 12 month visit.

Manufacturer narrative:
Additional information: b.5.

Event description:
Additional information received noting that about sixteen and a half months after implant, patient did a visit in the hospital. Examination noted the device was visible in the right eye with an iop 37mmhg. It was noted the fellow left eye also had an iop of 34mmhg. Patient was prescribed oral sodium bicarbonate tablets and methazolamide tablets as well as timolol maleate eye drops in both eyes. In the left eye, patient was prescribed brimonidine tartrate and latanoprost with timolol maleate eye drops. The next day iop of the right eye was 11mmhg and 23mmhg in the left eye. Almost two weeks later patient had another examination in hospital and blindness was noted in the right eye with an iop of 18mmhg. The left eye had an iop of 35mmhg. The right anterior chamber had normal axial depth. Patient was prescribed brinzolamide and timolol maleate drops, brimonidine tartrate eye drops, and latanoprost and timolol maleate eye drops in both eyes and healthcare professional recommend surgery. 2 weeks later, patient had another examination in hospital and with blindness remaining in the od and iop of 22mmhg in the od and 47.8mmh in the os and surgery was again recommended for the patient. No further details provided.

Manufacturer narrative:
Additional information: b.5., g1.

Event description:
Additional information received noting that about a month and a half after their last visit, patient would return to their local hospital with continued loss of vision in the right eye and an iop of 18mmhg. Drainage tube was 4mm above the nose and the cornea was not touched. Another two months would pass with patient returning for an examination in the local hospital with continued vision loss, an iop of 20mmhg in the right eye. Eye drops patient still taking for the right eye noted to be brimatoprost and timolol maleate, brimonidine tartrate, brinzolamide and timolol maleate and sodium hyaluronate. The clinical patient is in stable condition with stable intraocular pressure.

Manufacturer narrative:
Additional information: b.5.

Event description:
Additional information received noting patient high intraocular pressure (iop) at the 12 month visit was 20mmhg. Patient was prescribed bromonidine tartrate to treat potential iop in the future as there was no operation for the event of "displacement of the xen drainage tube."